Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with striae on the left eye and foreign body sensation (fbs) in both eyes (ou). It was noted there was more fbs on the left eye than the right eye. The patient¿s chief complaint was of blurred vision with more concentration on the left eye than the right eye. It was reported the patient experienced loss of best corrected visual acuity (bcva). The event is not considered lasting and disabling, significantly interfering with daily activities. A flap lift and rinse were performed. Bcva from (B)(6) 2020: right eye pre-op 20/20 -2.25 x -4.50 x 13, left eye pre-op 20/25 -3.25 x -4.00 x 177. Bcva from (B)(6) 2020: left eye post-op 20/30.